Event description:
Healthcare professional additionally reported ¿atypical medium-sized lymphoid cells" and ¿dense fibrous tissue, foreign material, dystrophic calcifications consistent with breast implant capsule, negative for malignancy." Patient undergone bilateral en bloc capsulectomies.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "can feel around my breast","6 months after surgery, I started having psoriasis. I was able to control it but I still have spots on my arms and elbows. My left side is worse than my right side", and "I have cancer history in my family, next year, they will be taking fluid out to test for cancer since I have fluid in the breast". Device remains implanted.